Manufacturer narrative:
Updated summary and code grids.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device will not boot up on just the battery alone. Remote support from the customer care solution was received and it was determined this was a malfunction of the battery. The customer replaced the battery resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The customer replaced the battery resolving the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the battery was broken. No patient involvement reported at this time.